Event description:
The clinicians were attempting to place a port vaxcel in the chest of the pt (age and gender unk) during a therapeutic pt procedure performed in 2006. The clinician reported that as the peel away sheath was being peeled, it broke approx 2 cm down from the tabs as it was being pulled down the plastic portion of the device. The clinicians were able to continue peeling the sheath. During the event, no portion of the sheath remained in the pt. The complainant reported that there was no adverse affect on the pt as result of the reported problem.